Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system was giving erroneous patient results on modular creatinine. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the stirrer motor was not operating properly. The fse replaced the creatinine module.